Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous distal right coronary artery (rca). After a poba, the 3.5 x 12mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The device was removed and it was noted that the distal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).